Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log files were submitted for the patient due to suspected thrombus. Patient's coumadin was stopped on (B)(6) 2021, the patient was admitted (B)(6) 2021 with inr (international normalized ratio) 1.9 for heparin bridge. Surgery on (B)(6) 2021, heparin held 6 hours pre-operation and 6 hours post-operation. Coumadin started pod 0 and titrated up until goal 2.0-3.0. Patient remained on heparin until inr therapeutic. During the event of high flow/powers, speed decreased to 9000 from baseline 9400. Hemolysis labs, lactate dehydrogenase (ldh) 260-350 u/l, plasma free 1.1 and haptoglobin 139, within patients¿ baseline. Ramp transthoracic echocardiogram (tte) lvad ramp echo final impressions. With increasing speed, the ventricle decompressed, the blood pressure raised, and the aortic valve was able to be completely closed which suggested the lvad (left ventricular assist device) was working. The ramp slow was -0.07. This was lower than the expected ramp slope for a working lvad; however, in the setting of significant ai (aortic insufficiency), this likely explains why the ventricle was not completely decompressed. Overall, this ramp study was not suggestive of a pump thrombosis. Left ventricle function was severely reduced. Moderate aortic insufficiency. The patient was changed from heparin to bival infusion every 24 hours, started integrillin infusion every 1 hour. After resolution of flow/power, inr threshold 2.0-3.0. The patient¿s controller was changed out; however, no equipment was to be returned. No additional information provided. The referenced of the patient's controller exchange was reported under MFR # 2916596-2021-04913.

Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas) and no further events have been reported at this time. Evaluation of the submitted log files confirmed power and flow elevations; however, a specific cause as well as a direct correlation to heartmate ii lvas and the reported events could not conclusively be determined through this evaluation. It was reported that there was a possible pump thrombosis on (B)(6) 2021. An additional log file was submitted on (B)(6)2021 that reportedly captured elevated powers and flows. The submitted log files contained data from on (B)(6) 2021 through (B)(6) 2021, per the timestamps. The pump¿s fixed speed and low speed limit was set to 9400 and 9000, respectfully. Pump power, estimated flow, and average pi ranged from 4.6-11.2 w, 3.0-10.8 lpm, and 3.1-6.6, respectfully. Throughout the captured data, elevations in pump power as high as 11.2 w were captured. Corresponding elevations in pump flow, as high as 10.8 lpm, were also captured. The pump operated above the low speed limit for the duration of the log file. A specific cause for these findings could not be determined through this evaluation. The heartmate ii lvas instructions for use (IFU) explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, the IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Finally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. A review of the device history records revealed the device met applicable specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.